Event description:
Customer reported via phone call that they slipped and fell into the water with the insulin pump. Customer reported that the insulin pump alarmed button error and the buttons are not responding. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches and cracks on the display window.